Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: the lot was manufactured between november 15-17, 2023. H11: the device was received for evaluation. Visual inspection on the returned sample via the naked eye showed no signs of physical abnormality. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. Based on the functional flow test result, the folfusor sample was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor infused over 16 hours instead of the expected 24 hours, this was observed during patient infusion via a peripherally inserted central catheter (PICC) line. The device contained flucloxacillin 8000mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.